Event description:
Pt reported being hospitalized, for 6 days, due to atrial fibrillation. Pt indicated that, prior to hospitalization, she had noticed a spike in her blood glucose levels (309 mg/dl), blood pressure, and pulse. Pt reportedly phoned emergency medical services, and was transported, by paramedics, to the hosp. Pt indicated that her blood glucose measured 284 mg/dl, on a hosp blood glucose monitor, 2.5 hours later. Pt was reportedly advised that uncontrolled diabetes was contributing to her heart problem. Pt stated that she was treated with insulin injections (and prescribed insulin), intravenous fluids (contents not provided), and underwent stress testing, and "a complete cardio work-up." No other details of pt's treatment were provided. At the time of the report, pt indicated that she had stopped taking her insulin, as she was unable to obtain a result on the suspect device. Pt noted that the device is displaying "off" (which means that the device's optics need to be cleaned). Pt's current condition: "I'm much better." Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.